Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was also reported that the pt has recently experienced feelings of erratic stimulation from the device. No adverse event was reported in conjunction with the high lead impedance condition and the pt remains seizure-free. The pt has not experienced any recent injury or trauma that may have damaged the ncp system. Review of x-rays by treating physician revealed that the leads appear grossly intact, although, they are not well visualized adjacent to the generator or at the base of the neck. Lead break is suspected. Revision surgery is likely.